Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with two percutaneous leads on (B)(6) 2008. It was reported that she is unable to increase the amplitude for her stimulation. A diagnostic test revealed high impedance readings for several of her lead contacts. F/u on the pt found that effective stimulation was recaptured via reprogramming. This report is being submitted as a precautionary measure as similarly reported events have led to the explant of the lead(s).